Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection resulting in a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that empty solution bag had disconnected from the blue clamped line. The patient stated that they were unsure if the solution bag was tightly connected or not. The technical service representative assisted the patient with clearing the alarm. The patient was going to finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.